Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 170mmh2o. The valve was visually inspected: marks in the valve casing over the cam mechanism were noted, and the spring inside the valve casing was bent. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: marks on the inside of the valve case, on the cam mechanism were noted, as well as the spring was bent. The cam magnets were also controlled. The magnets passed. As it could not be determined as to the cause of the marks and bent spring the valve was sent to the r&d department in (B)(4) for further investigation. Review of the history device records confirmed the valve product code 82-3116, with lot crlbfv, conformed to the specifications when released to stock on the 17th october 2014. The root cause of the problem is due to the insertion and drastic manipulation of a thin metal object, such as a hypodermic needle into the engine of the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
After implantation of the 82-3116 on (B)(6), it didn't respond to the hakim programmer even though the hcp tried several times. Finally it has been replaced with another on (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report willl be filed.